Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the device was interrogated "wireless not available" was noted on the programmer screen. The wireless enable box was checked on find patient screen. It was also noted that the device experienced a power on reset which disabled telemetry c. The device was not implanted. No patient complications have been reported as a result of this event.